Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600 mg/dl, vomiting, and a high level of ketones. Reportedly, customer experienced an unspecified transmitter issue, and continuous glucose monitor readings were not available. Bg was treated with intravenous insulin, saline, and glucose. Reportedly, customer left the ER the following day with customer in stable condition with a bg of 200 mg/dl.